Manufacturer narrative:
Unable to determine the date of death. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. (B)(4).

Event description:
It was reported that the patient underwent surgery to treat a failed prior surgery, fracture, and non-union of 7 months. The surgery consisted of revision of the fixation of the left tibial plateau graft from distal femur using rhbmp-2/acs, local bone, femoral lateral condyle bone, and a locking proximal tibial plate. The bmp was placed within the bone void / defect. One month post-op, the patient had moderate prominence/symptomatic implants. The event was assessed to be related to the implant. 7 months post-op, the patient had a moderate superficial wound infection, relatedness undetermined. The patient underwent a revision of the hardware and bone grafting of the left proximal tibia from the left anterior iliac crest. 22 months post-op, the patient died. Cause of death was reported to be the heart. The death was assessed by the investigator as not related to the surgery or the medical devices.